Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse) regarding a patient who was currently receiving hydromorphone with concentration 12 mg/ml at a dose rate of 5.494 mg/day, clonidine with concentration 600 mcg/ml at a dose rate of 274.69 mcg/day, and bupivacaine with concentration 0.2 mg/ml at a dose rate of 0.091 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was seen for a refill on (B)(6) 2016. It was noted that the patient indicated no real symptom change. The pump was found to be actually empty because the patient missed a refill due to other health issues. The reporter did not know exactly when the pump went empty, but it was noted that the patient stated she heard the pump alarm for over a week. It was further clarified that the pump went empty roughly a week ago but the exact date was unknown. There was no volume discrepancy found on (B)(6) 2016. On (B)(6) 2016, when they went to aspirate the pump, they got nothing back which matched the expected 0 ml reservoir volume. It was noted that this was not the first refill following an implant/revision. The logs showed no stalls or issues. The hcp planned to see the patient again on approximately (B)(6) 2016 because the patient needed to have knee surgery to address knee pain that was not related to the pump or the reason she got the pump. Checking for volume discrepancies at that the next scheduled visit to see if the expected and actual reservoir volumes match was being considered. The reporter was to follow-up with the hcp. It was indicated that a company representative was present at the patient¿s appointment on (B)(6) 2016. The patient¿s concomitant medications included a ¿significant amount¿ of oxycodone that was taken orally which was ¿not new¿ (concentration, dose, and therapy dates not specified).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.